Event description:
Patient presented to physician with hematoma several weeks after surgery. Physician brought the patient into surgery and irrigated the hematoma with 500 cc saline and antibiotics (ancef). This resolved the issue in the operating room.